Event description:
It was reported that the insulin gauge was inaccurate and static. Multiple attempts were made by tandem technical support to follow up but further information was unable to be obtained. Customer¿s blood glucose level was 285 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.